Event description:
A patient was in an implant procedure and the doctor attempted to insert a lead. While attempting to access the epidural space, the lead was inserted and withdrawn from the epidural needle and it was observed that the lead was damaged. The lead was replaced and was successfully implanted.